Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that when the unit was tried to be turned on again, the pump started normally. No error messages. Also, the unit worked properly when using the cardiosave trainer. No electrical faults errors were found in the logs. The fse carried out the following tests: drive regulator calibration test, all manifold tests, and all with correct results. The unit signaled the connection to the ac power supply and started charging the batteries. No mechanical damage to the spiral cable. There were no abnormalities in the operation of the counterpulsation pump.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit turn off and then it turn back on . The pump was switch out with another device and when attempted to restart the pump it started working normally. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.